Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter thoracic aortic aneurysm. It was reported that approximately 2 years 8 months post index procedure, a follow up CT showed a type ia endoleak. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: a re-intervention procedure was carried completed. An arch debranching and extension of the graft proximally into the healthy ascending aorta was carried out. There was no type ia endoleak at the end of the procedure. Film evaluation summary: conclusions: the reported proximal type I endoleak was confirmed; however, the exact cause could not be determined from the films provided. The anatomy at implant is unknown and earlier post-implant films were not available for review and comparison. There currently appears to be a marginal proximal seal with insufficient radial oversizing, which most likely has led to the type ia endoleak. It is possible that disease progression (thoracic vessel dilation) may have contributed to the likely proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.